Manufacturer narrative:
No previous investigations are available. No returned samples were expected and none have been received. A detailed batch review of the associated lot revealed no discrepancies (includes non-conformances/deviations). There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: there were three (3) devices reported by the initial reporter. A separate FDA form 3500a has been submitted for each device. (B)(4).

Event description:
It was reported the package of the sterile dressing was not sealed properly. No patient involvement was reported.

Manufacturer narrative:
A returned product sample was received. The sample was evaluated. It was determined that the sample did not meet specification. A nonconformance (nc) was raised to investigate the event. The investigation determined that (B)(4) complaints against the associated lot for the reported issue were within acceptable limits. No further actions are required, and the investigation has been closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. The product sample that is reported as having been returned was returned for one (1) of the (B)(4) associated complaints and was later used as a representative sample in the evaluation of this due to information provided that the sample for this complaint was discarded. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).